Manufacturer narrative:
(B)(4): patient medications - colace, metoprolol, zocor, plavix, lexapro, synthroid.

Event description:
On (B)(6) 2014, a gore® excluder® aaa endoprosthesis contralateral leg component was being implanted to treat an abdominal aortic aneurysm. It was reported that when the deployment knob was pulled, the deployment line felt tight and the device would not deploy. Additional pulling force was reportedly applied in an attempt to deploy the device, but the device still would not deploy. The device was set aside, and another device was used to complete the procedure without further complications. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to the evaluation summary below for the results of the engineering evaluation. The gore® excluder® aaa endoprosthesis was returned to gore for evaluation. A visual inspection confirmed the device had not been deployed, the deployment knob had been unscrewed, and the deployment line pulled ~4 cm. The inspection also indicated that the deployment line was pulled through the deployment line loop prior to tucking the deployment line on the single stitch side. The deployment line was intact and undamaged along the sleeve, at the trailing olive, and within the deployment knob. The top of the device sleeve appeared to have been pulled downwards slightly due to the attempted deployment. No damage was seen to the endoprosthesis, sleeve, or deployment fiber. The root cause for the inability to deploy the device is the deployment line pulled through the deployment line loop prior to tucking the deployment line on the single stitch side.